Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The reported device is expected to be returned to microvention for evaluation. A supplemental and final report will be filed following the completion of the complaint investigation.

Event description:
It was reported the coil was not in place but inside the catheter when it broke. Then the doctor replaced the new coil and the procedure was successfully completed. There was no reported patient impact or harm.

Manufacturer narrative:
H10: the investigation of the returned coil system found the pusher's strain relief and pet damaged and the hypotube kinked at multiple sections. The implant was not returned for evaluation. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.